Event description:
Revision surgery - due to the pt dislocating. The surgeon removed the linear stem and unipolar head. He replaced them with a foundation cemented stem and a new larger unipolar head.